Event description:
The customer reported that the system was turned on but would not make x-rays. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The interconnect cable and power control board were identified as being faulty. The service representative issued a repair quote to the customer. No further repair information is available at this time.